Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, over one week past the initial implant procedure, a right atrial (ra) lead ''malfunction'' was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.